Event description:
New information received notes that the patient's right atrial (ra) lead was sensing ventricular signals.

Event description:
It was reported that the patient presented remotely the day after implant. It was noted that the patient's right atrial (ra) lead had possibly dislodged through lead values. The patient came into clinic the same day and dislodgement was confirmed via x-ray. Therefore, the physician repositioned the ra lead on (B)(6) 2021. The patient was in stable condition.